Event description:
It was reported that log file analysis was requested for a patient that expired. The patient was unfortunately found deceased by family on the evening of (B)(6) 2024. No products would return. The event log file captured several low voltage advisory/hazard events while using battery power. It appeared that the patient let the battery power run down a bit too far prior to changing power sources. On (B)(6) 2024 at 0236 there were low voltage hazard/no external power events noted from what appeared to be a total loss of power to the mobile power unit (mpu). This enabled the backup battery (bb) in the system controller which powered the pump at the low limit speed of 5600 rpm until it was depleted as well. The bb was noted to have lasted almost 2 hours before it was depleted, and the pump turned off. It was stated that the patient was found face down on their bed, and it was not abnormal for the patient to lock themselves in their room and not answer. The cause of death and/or details leading up to death were unknown, and it was unknown if the death was considered to be device related. The device was stated to have operated as expected. The reason for the loss of power to the mpu was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop due to battery depletion. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted controller event log file showed the pump operating as intended. At 02:36 on (B)(6) 2024, there appeared to be a loss of power to the mobile power unit, which was connected to the system controller, resulting in a no external power alarm. The system continued to be supported by the controller backup battery until it depleted, resulting in the pump stopping at 04:31, approximately 2 hours later. The specific cause of the no external power could not be determined based on the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.